Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2016. The hcp indicated that the patient did not experience any symptoms in relation to the programming error. The patient had no known drug allergies. The patient was seen and examined on (B)(6) 2016 when he presented for a baclofen pump refill. The chief complaint was spasticity secondary to multiple sclerosis (ms). The history of present illness indicated that the(B)(6) was managing spasticity with a baclofen pump. The patient had no pain, but had spasms at night and would like to increase the dose at night and decrease the dose in the morning. The patient was on flex dosing with a concentration of 500 mcg/ml and dose of 118.02 mcg/day. The patient had no headache, dizziness, lightheadedness, chest pain, palpitations, shortness of breath, nausea, vomiting, diarrhea, constipation, or urinary signs or symptoms, and neuropathy was otherwise negative. The procedure included a pump refill and adjustment. The pump site was localized on the left abdomen and marked. The area was bathed in betadine 3 times, draped, and sterile procedure was followed. The port was accessed on the first attempt and approximately 6.5 ml of baclofen was withdrawn and 20 ml was inserted. During reprogramming, a programming error was made and was immediately caught and corrected. The pump was increased to deliver a 2,350 % increase with a daily dose of 2,891.66 mcg/day. The alarm date was noted as (B)(6) 2016. The manufacturer was called at 09:44 on 2016-04-05 to aid with correction and with help, the pump was reprogrammed to the appropriate dose by 10:02 to a concentration of 500 mcg/ml and daily dose of 119.80 mcg/day in flex mode. The reservoir volume was 39.9 ml, the low reservoir alarm volume was 2 ml, and the alarm date was (B)(6) 2016. The patient received a bolus of baclofen from 09:44 to 10:02 with no ill effects. No headache, dizziness, lightheadedness, chest pain, shortness of breath, or increase or decrease in spasticity. The above information was explained to the patient and the patient was present during the phone conversation and correction. The patient had no side effects/interaction/withdrawal or overdose signs or symptoms and was monitored. The patient left the office in good condition and was advised to call the office if any headache, dizziness, lightheadedness, chest pain, shortness of breath, nausea, vomiting, diarrhea, constipation or increase/decrease in spasticity occurred. The kit number was provided as (B)(4) and the lot number was n615603. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
On (B)(6) 2016, information was received from a physician regarding a (B)(6), female patient who was receiving lioresal 500mcg/ml at 119 mcg/day (lot number n-615603) via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, a flex mode programming error occurred. The drug daily dose was entered as the basal rate; the dose that the physician programmed was too high. Flex programming was discussed and the dosing was corrected; troubleshooting resolved the event. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.